Event description:
It was reported that 5 bd luer-lok¿ disposable syringes had no scale markings on them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "these are syringes that magically do not have any measuring markers on them."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0325901. D4: medical device expiration date: 2025-11-30. H4: device manufacture date: 2020-11-20. H6: investigation summary thirty-four sealed 3ml syringes (p/n 309657) confirmed to be from batch #0325901 and one loose 3ml syringe were received. The samples were visually evaluated. Every single syringe was completely blank with no scale markings present. Potential root cause for the missing print defect is associated with the marking process. The defect was detected prior to the batch leaving the facility and product requalified per applicable acceptable quality limit. It is possible that not all defects were contained as part of the requalification activities and a limited number with this condition were not detected. No corrective actions are necessary based on the defective rate identified. Batch #0325901 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd luer-lok¿ disposable syringes had no scale markings on them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "these are syringes that magically do not have any measuring markers on them."